Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore&#59412;tag&#59412;thoracic endoprostheses (proximal: tg3720/06483268, distal: tg4020/06616716) for a thoracic aortic aneurysm repair. After the procedure, a distal type I endoleak was reported. The aneurysm diameter was 61 mm. On (B)(6) 2009, the patient was discharged from the hospital. The distal type I endoleak remained. The aneurysm diameter was 68 mm. On (B)(6) 2009, the patient underwent an additional endovascular procedure using two gore tag&#59412;thoracic endoprostheses (tg3110/06578530, tg3715/06318318) to treat the distal type I endoleak repair. On (B)(6) 2010, in one-year follow-up study, a type ii endoleak was reported. Subsequent follow-up examinations did not identify any endoleaks. The physician elected to continue to monitor the patient. No further information was obtained.